Event description:
It was reported that the laser system was having a lot of difficulty pairing with the wireless footswitch. The issue was found before an unspecified procedure, which was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 3011050570 - 2024 - 00436 (1/2).